Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three weeks post implant the patient experienced a staphylococcus aureus bacteremia infection which may have been related to the implant procedure of a leadless implantable pulse generator (ipg). The patient also experienced dyspnea with orthopnea, fatigue and deterioration of general condition with cachexia and wheezes in both lungs. The patient was hospitalized and antibiotics were administered. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the pet (positron emission tomography) pet scan indicated no abnormalities and no uptake of the infection at the level of the leadless ipg. Blood cultures were obtained, and the results were negative. The patient is a participant in the post approval clinical surveillance product surveillance registry.